Event description:
It was reported by repair work order that the bed was stuck at an elevated height due to a motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.